Event description:
It was reported the patient was receiving good therapy, and the device was working well. However, the pump was electively repositioned for comfort purposes. The repositioning improved the patient¿s comfort. The patient was still receiving effective therapy after the repositioning. The medication being delivered via the pump was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8590-1, lot# n478652, implanted: (B)(6) 2014, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).